Event description:
On (B)(6) 2009, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. On (B)(6) 2009, the pt developed visual field deficit and non-acoustic symptomatic state. Brain CT revealed cerebral infarct. Radicut and heparin were used for therapy. On (B)(6) 2009, the cerebral infarct recovered and the pt left the hospital. It was reported that calcification was observed at the proximal sealing zone.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.